Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive when the customer tried to toggle from numbers to letters on the transmitter ID screen. Reportedly, the pump was still functional. There was no known impact to the customer's blood glucose level. The customer stated that the pump would continue to be used for insulin therapy.